Manufacturer narrative:
Involved reciproc r40 6/100 25mm 040 that broke during use is not available and cannot be analyzed by our laboratory. Unused product has been evaluated according to our prescriptions and was found in compliance with specifications (measures, torque test). The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. This kind of event is tracked and we monitor the trend. Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc file broke. The outcome of the event is unknown as of this MDR evaluation.